Event description:
It was reported that the patient developed severe arthritis in the vertical location of the spinal cord leads from t-11 to s-4. The pain was only on the right side where the electrodes went up and down the spine. The hcp reported that the patient was seen on (B)(6) 2012, and did not report any increase in pain, but did report chronic mid-back pain for several years with no new weakness. The patient had never had an epidural injection and the hcp scheduled him for one on october 11th as well as a re-evaluation of the injection on (B)(6). The patient noted that he had an scs system but did not mention any issues with stimulation or stimulation therapy.

Manufacturer narrative:
Product ID 3998 lot# v020688 implanted: (B)(6) 2006 product type lead; product ID 37752 serial# (B)(4) implanted: (B)(6) 2006 product type recharger; product ID 37742 serial# (B)(4) implanted: (B)(6) 2006 product type programmer, patient; product ID 3708240 serial# (B)(4) implanted: (B)(6) 2006 product type extension. (B)(4).